Event description:
Pt diagnosed with lle dvt. Unsuccessful in attempt to resolve with low-level anticoagulation. Risks-benefits to mother/baby explained and pt consented to insertion of temporary/removable ivc filter, in 2007. Interventional radiology attempts to remove filter on approx two months later, and in 2008 were unsuccessful. Pt required exploratory laparotomy via right subcostal incision with exposure of ivc for removal of filter.